Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider who responded from follow up sent to them. Health care provider reported that patient's difficulty charging has been resolved, revision resolved issue. Patient's approximate weight was about 250 lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient had a revision. The patient was having difficulty charging the implantable neurostimulator (ins) because she patient gained a bunch of weight. It was indicated that the revision took place on november 16th. There were no further complications or anticipations reported with this event.